Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: during investigation, no damage or peeling was found to the keypad. All keys were responsive. The keypad was removed and found contamination under the all the button contacts. The pump was opened to find no evidence of moisture corrosion near the keypad connector. The complaint about the keypad was unable to be duplicated during testing.